Event description:
It was reported that an unexpected drop in battery voltage was observed after reprogramming the device to optimize the estimated remaining longevity. No intervention has been performed at this time to resolve the event. The patient was in stable condition and will continue to be monitored.

Manufacturer narrative:
The reported complaint of sudden voltage drop observed between the last two plotted points of the battery voltage graph was confirmed via a software investigation. This observation is primarily due to this known system data-translation defect associated with the handling of the battery trend data rather than due to any true battery issue. There is no evidence of any true battery issue.